Event description:
(B)(4). (B)(4). The customer stated that the xpo100b solo2 portable concentrator refuses to turn on, and the she tried to turn it on, there was a smell of something burning inside. There was no reported injury.

Manufacturer narrative:
(B)(4). RMA has not been initiated for this issue. Model xpo100b, serial number/date code (B)(4) is approximately 2 year old. The owner's manual part number 1148112 rev. D (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, and age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.